Event description:
Customer reportedly received the following results on the performa nano system: 91 mg/dl (06.09), 211 mg/dl (06.15), 136 mg/dl (06.18), 97 mg/dl (06.21), 175 mg/dl (06.23), and 92 mg/dl (06.26) no actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
The event occurred in (B)(6).

Event description:
Complainant alleged that during a routine shift check by a clinician, the device failed to power on. Complainant indicated that there was no pt involvement in the reported malfunction.